Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in a clinic for a device check. The patient had unrelated to the device procedure two weeks prior. The device failed to interrogate with multiple programmers and inductive wands. Multiple attempts to perform telemetry failed. Additional attempt to interrogate with rf antenna was planned. Device replacement was suggested if interrogation is unsuccessful. Further actions will be discussed with the physician.